Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had air bubble. The customer¿s blood glucose was 225 mg/dl at the time of incident and the current blood glucose was 182 mg/dl. Customer was treated with lancets, syringes. Customer having multiple air bubbles. The air bubble having the champagne size. The insulin pump will be returned for the analysis.